Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection reported. An aquatyphoon aer was used for reprocessing the scope. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera ii ultrasound gastrovideoscope tested positive for an unexpected contamination. The scope had high concentrations of proteins after being cleaned and disinfected in the automatic endoscope reprocessor (aer). There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause could not be determined. A relationship between the reported event and the subject device could not be identified based on the following information obtained from the literature: 1. Aquatyphoon is an innovative automated device designed for fast and effective cleaning of endoscopes, intended to be implemented in the endoscope reprocessing cycle after the bedside (point of care) cleaning and before the automated endoscope reprocessing (aer). 2. The literature concluded that aquatyphoon is safe and effective for its intended use. This product is ce marked and can be used in the hospital. Moreover, aquatyphoon enables significant reduction of cost, waste generation and water consumption. 3. It was confirmed that no malfunction related to the product was stated in the literature. This supplemental report includes a correction to g2 to provide information that was inadvertently not included on the initial medwatch. Olympus will continue to monitor field performance for this device.